Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 556 mg/dl. The customer's blood glucose at the time of the incident was 600 mg/dl and current blood glucose was 341 mg/dl. The customer did experienced the symptoms such nausea, headache, vomiting related to the high blood glucose.. The customer had using the insulin pump system within 48 hours of reported high blood glucose. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer stated that infusion set was leaked. The customer also reported that air bubble into the reservoir and the size of the air bubble was 4 mm. Based on customer report customer does not allege pump was under delivering. The customer was treated with the insulin pump and the manual injection. The insulin pump will be returned for analysis and reservoir will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty force sensor resistance (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Insulin pump received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and reservoir tube lip. Insulin pump received with broken off piece at the battery tube threads. Insulin pump received with minor scratched display window and case. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.